Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the (B)(4), per variance 5. (B)(4).

Event description:
It was reported that customer received a compromised forced sensor alarm. It was reported that insulin pump was not dropped or bumped. Troubleshooting could not be performed as customer was not available with insulin pump. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.